Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from 11/21/2016 to 03/15/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for visual inspection. A customer photograph of the complaint device provided by the customer was used in lieu of product return analysis. Visual analysis of the photograph did confirm the suspect positive bi issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. A potential source of blue staining on the bi cap liner could be from the media ampoule bursting and releasing media during the cycle, however, this was not observed in the retains product testing. The subsequent bi was negative for growth. Therefore, an issue with the sterrad unit is unlikely. However, the customer was unresponsive to multiple attempts at obtaining additional information regarding the unit serial number and cycle status. There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple attempts at obtaining additional information. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. Lot number - the correct lot number is 32616140. Expiration date - the correct expiration date is 10/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The bi was incubated for 2 hours. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.